Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary double pigtail stent was used during a bile duct drainage procedure performed on (B)(6) 2015. According to the complainant, during the preparation, the physician found the tip of the pigtail was kinked while the advanix biliary double pigtail stent was being loaded to the naviflex delivery system. The procedure was completed with another advanix biliary double pigtail stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an advanix biliary double pigtail stent was used during a bile duct drainage procedure performed on (B)(6) 2015. According to the complainant, during the preparation, the physician found the tip of the pigtail was kinked while the advanix biliary double pigtail stent was being loaded to the naviflex delivery system. The procedure was completed with another advanix biliary double pigtail stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation found that the stent was kinked at 2.4cm from the distal end. The investigation concluded that the stent likely kinked during the handling aspect of the device during shipping, storing, or unpacking. These devices are thoroughly inspected for functionality and integrity during manufacturing. Therefore the most probable root cause is ¿handling damage¿ a review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix biliary double pigtail stent was used during a bile duct drainage procedure performed on (B)(6) 2015. According to the complainant, during the preparation, the physician found the tip of the pigtail was kinked while the advanix biliary double pigtail stent was being loaded to the naviflex delivery system. The procedure was completed with another advanix biliary double pigtail stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.